Event description:
It was reported that duraguard would not fit into the attachment prior to a surgery. The surgery was aborted. There were no adverse consequences alleged with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be submitted if the investigation results require.